Event description:
It was reported that a delivery system prolapse, aortic dissection and patient death occurred. Vascular access was obtained via a left transfemoral approach. A lotus introducer sheath (lis) was advanced. Resistance was encountered in the common iliac. Angioplasty was performed with a 7mm balloon catheter. Atherectomy was performed with a non-bsc device. Angioplasty was performed with a 8mm balloon catheter. The lis was advanced to the level of the iliac bifurcation in the aorta. A 25mm lotus edge valve was advanced through the lis and encountered resistance in the area of aortic calcification just below the renal arteries. The outer catheter of the 25mm lotus edge valve prolapsed on itself 3-6 mm from the end of the outer catheter. The 25mm lotus edge valve was removed from the patient. Angiographic imaging of the aorta revealed a dissection with leak at the level below the renal arteries. The cause of the dissection was attributed to the 25mm lotus edge valve getting caught up in the calcifications in the abdominal aorta. Post dilatation was performed with a 16mm balloon. The leak seemed to have gone away. The patient was observed in the cath lab for about an hour, and then transferred to the unit. Approximately 30 minutes after arriving in the unit, the patient expired. The cause of death was a ruptured aorta.